Event description:
On 11/24, haemonetics was informed by source that a donor died 3 days post plasmapheresis donation. The notification came to source from local health department. As a result source decided to submit two medwatch reports. These were filed as one for the haemonetics plasma bowl and one for the haemonetics plasma harness. Haemonetics is filing one medwatch as this applies to a plasmapheresis system. The medical reports report that the death was related to food poisoning 3 days after the collection and there is no connection to donation procedure or haemonetics products.